Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 40 mg/dl and their sensor glucose read 126 mg/dl. The customer declined to troubleshoot for their low blood glucose. Customer stated it was due to over delivery of insulin. The customer stated the insulin pump was functional. Customer declined to return the product for analysis.